Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: keytruda was primed and prepared by pharmacy. Bag hung and tubing thread through the b-braun pump and ready to be administered. When rn administering was ready to push "start", the last checks were done to make sure all clamps were open. When administering rn opened the vent from the chamber, entire plastic vent covering flew out (plastic covering ended up on the floor) resulting chemo medication to spill out (1/2 of chemo bag emptied onto the floor) and splashed onto patient's blanket and rn's gloves and chemo gown. No injury reportd.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for evaluation. A visual evaluation was done on the photographs provided and it was noted there was no leakage or disconnection observed on either of the pictures provided of the sample spiked to a chemotherapy bag. Based on the evaluation results, the reported defect was not confirmed. The provided picture does not offer the details necessary to confirm the reported defect or determine any root cause at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.